Manufacturer narrative:
Lot phfm (1): manufacture date 15 september 2021. Device returned 25 july 2022.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative cayman spring loaded awl tip deformation. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.